Manufacturer narrative:
B3: date is approximate. (Month and year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported about a week ago they were having difficulties charging their implanted neurostimulator (ins). Pt said they would get a message that said they couldn't find the device and to reposition, but no matter where they put the recharger (rtm), they could get it in a good spot, but then it would go from excellent to good and back to no device found. Pt tried resetting the controller, but that didn't resolve the issue. Pt also said the issue was intermittent at first, but now it was happening more and more then today it would not charge the ins at all. During the call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and tried to charge their ins, but got no device found. Pt then tried to start a recharge session but kept getting no device found. The issue was not resolved. A replacement rtm was requested via the exchange unit. Additional information was received from the pt. The pt reported they were still having issues charging their ins and the issue began about a week ago. Pt stated it was taking over 2 hours to charge the ins and it had never taken that long before. Patient services (ps) asked them if they were constantly checking the controller and they said they were for the first 10 minutes they would check periodically every few minutes to make sure the new rtm was working but then left it alone. Pt said it took it about 30 minutes to charge from 30% to 40%, pt said it usually takes about an hour. Pt stated they were trying to charge from empty to 100% and that the quality was at excellent. By the time of charging completion, pt stated the controller went down from 100% to 30%. Pt stated they noticed the issue before when they were sent a replacement rtm. A replacement controller was requested. Additional information was received. Pt received the temporary rtm and got the system problem rm03 message with the original controller. Pt received the replacement controller (see rtg0504086), and patient was still getting the system problem rm03 message. Another replacement rtm was requested. Pt called back stating that they are still charging at a very slow rate. Pt stated it takes multiple hours to charge; they also mentioned that they have used the replacement recharger and do not think that is the issue. Pt mentioned that they think it might be their ins and asked ps if that could be possible. Ps walked patient through checking their rtm speed; pt confirmed that their recharging speed was at a 4. Ps reviewed that all the appropriate equipment has been set and all of the troubleshooting ps can do has been done. Ps advised the pt to make an appointment with their manufacturer representative (rep) to get their ins interrogated and for further assistance. Pt stated that they have an appointment with their pain doctor in early november and will plan on meeting with the rep at that appointment as well. Pt also mentioned that they would call their rep later today to notify them of their current issue.